Manufacturer narrative:
A review of the manufacturing documentation associated with this lot# f2114502 presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynx control vascular closure device (vcd) was used and the balloon ruptured. The balloon lost pressure during patient use. The balloon lost pressure after being pulled to the arteriotomy. There was no reported patient injury and recovered after the event. The deployer was mynx certified. The mynx vcd was prepped according to the instructions for use (IFU). There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The device will be returned for evaluation.

Manufacturer narrative:
As reported, a 5f mynx control vascular closure device (vcd) was used and the balloon ruptured. The balloon lost pressure during patient use. The balloon lost pressure after being pulled to the arteriotomy. There was no reported patient injury . The patient recovered after the event. The deployer was mynx certified. The device was prepped according to the instructions for use (IFU). There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. The product was returned for analysis. A non-sterile mynx control vascular closure device 5f involved in the reported complaint was returned for investigation. Per visual analysis, button 1 and button 2 were not depressed. The syringe was connected to the device with the stopcock open. The procedure sheath was not returned. The sealant was returned and was in manufacturing position. Per functional analysis, inflation/deflation testing was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Per microscopic analysis, a radial tear in the balloon of the returned device, approximately 5 mm from the balloon neck was revealed. A product history record (phr) review of lot f2114502 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure-in patient¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a radial tear in the balloon of the returned device, approximately 5 mm from the balloon neck. The exact cause of the reported event could not be conclusively determined. Vessel characteristics may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, users are instructed not to use the device if the device does not maintain balloon pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.